Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. The patient was placed with antibiotics without any improvements. The patient underwent a procedure wherein the ipg and lead were explanted. The explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7088145. UDI: (B)(4).

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. The patient was placed with antibiotics without any improvements. The patient underwent a procedure wherein the ipg and lead were explanted. The explanted devices were discarded by the medical facility and will not be returned. Additional information was received that the infection was not device and procedure related but more to patient's hygiene.